Manufacturer narrative:
Additional, changed, and/or corrected data: b.5, b.7, d.7, d.10, h.3, h.6.

Event description:
Device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported left side rupture. Device remains implanted.

Manufacturer narrative:
Device evaluation: analysis of the returned device identified: weight within specifications, crease fold, deformation, white particles in the gel and wear abrasion. Cloudy and voids in the gel observed after autoclave cycle. Based on the device analysis the final assessment is: the unit is not ruptured.

Event description:
Healthcare professional reported left side rupture. Device has been explanted.